Event description:
Report of "leakage of the cerebro-spinal fluid from the specimen tubes after having been put through a pneumatic tube" received. An infant had undergone a lumbar tap procedure to rule out sepsis. Customer reported that after the procedure was completed, the four specimen tubes containing approx 1 ml of cerebro-spinal fluid each were replaced in a sealed specimen bag and sent to the lab via a pneumatic tube as per their usual procedure. When the tubes reached the lab dept, it was noticed that all the cerebro-spinal fluid leaked out from the tubes into the sealed container. The physician was notified and the infant had to undergo another lumbar tap procedure on the same day. When the procedure was completed, the specimen tubes were placed in a rack and handcarried to the lab dept in an upright position without problem. It was reported that the cerebro-spinal fluid was colorless and the unspecified test results did not indicate sepsis. The pt did not experience any adverse effects. Additional info was not available upon request.